Manufacturer narrative:
Additional information received that the patient condition is not changed from what was previously reported. The device remains implanted in the patient.

Event description:
It was reported that the patient experienced a surgical procedure to revise an inflatable penile prosthesis(ipp) pump due to the pump not working. After having the pump revised once already, the pump cycled extra-corporally and once the wound was closed it was working fine. The patient went for a follow up appointment where the surgeon was unable to squeeze the pump to inflate the cylinders. A patient liaison has ben contacted to trouble shoot the solution through a non-surgical process.

Event description:
It was reported that the patient experienced a surgical procedure to revise an inflatable penile prosthesis(ipp) pump due to the pump not working. After having the pump revised once already, the pump cycled extra-corporally and once the wound was closed it was working fine. The patient went for a follow up appointment where the surgeon was unable to squeeze the pump to inflate the cylinders. A patient liaison has ben contacted to trouble shoot the solution through a non-surgical process.